Event description:
It was reported that the actions required as a result of the event included medical intervention to perform an indium study. It was noted that the patient had overdose symptoms including hypotension and decreased respiratory rate. It was reported that the patient¿s pump remains in service. It was noted that the patient¿s pump was used to infuse baclofen. It was later reported that the patient¿s indium study results were normal. It was noted that the patient is doing much better.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was emptied of lioresal on (B)(4)-2014 and filled with saline. At the time of the event, the patient was also taking the following oral medications: pepcid, keppra, phenobarbital, lansoprazole, and docusate. The patient was reportedly doing well and receiving oral baclofen and the pump was still filled with saline.